Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 426 mg/dl while wearing the pod. The patient was treated with 4 units of fast acting and 9 units of long acting. The patient was still in the hospital at the time of the report. The pod was not worn when seeking medical. It was mentioned the patient had lost the pod during the night, possibly due to an adhesive issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.